Event description:
It was reported that the non-pacer dependent patient presented in hospital after receiving a shock. Upon interrogation, it was revealed that the right ventricular lead exhibited noise which caused the shock as well as multiple aborted shocks and antitachycardia pacing. Low high voltage lead impedance was observed during the shock. The noise was reproducible in clinic. When testing the lead, it had no capture and the patient experienced phrenic stimulation at high settings. The device was reprogrammed. No further information available regarding patient condition. Patient will continue to be monitored.